Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was discharged after nine days of hospitalization. The patient was treated with ceftazidime, vancomycin and imipenem. The patient has not recovered. Pd therapy was ongoing during the treatment. The reporter declined to provide additional information.